Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for total bilirubin reagent, lot 58354uq08. A review of trending determined no trends for falsely elevated results for the total bilirubin reagent were identified. Return testing was not completed as returns were not available. The original sample was hemolyzed and a new sample was tested with lower normal result and qc was within expected ranges during the initial sample testing, indicating the assay is performing as expected. Manufacturing documentation was reviewed and no issues were found. A review of the product labeling concluded that the customer issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the total bilirubin reagent ln 6l45-21 lot number 58354uq08 was identified.

Manufacturer narrative:
All available patient information included. No additional information was provided. An evaluation is in process. A follow up will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated total bilirubin results were generated for a patient on the architect c4000 analyzer. The customer stated that sid (B)(6) generated a result of 372.6 umol/l. An hour later, the customer stated a new sample was obtained from the patient sid (B)(6) which generated a result of 232.5 umol/l (shift of 60.26%). There was no reported impact to patient management.